Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Interrogation revealed that the device was in 'fallback' mode.